Manufacturer narrative:
B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that patient wanted to confirm if they needed to return the external devices for their old ins. The patient reported that they had to have their old ins replaced on (B)(6) 2025 because they had an allergic reaction to their ins. Patient stated that they developed an allergy to some part of their previous ins to the point that their incision never really healed despite having the ins for about a year. Patient added that there was a little bit of drainage and that when they met with their hcp that time, it was confirmed that they were having an allergic reaction. Patient mentioned that their hcp made a deeper incision for the replacement and that the patient was not sure if what their hcp did, but their current ins was a whole lot better than their old ins. When asked for an event date, patient did not provide a clear estimate.